Event description:
This lead has no implant and explant information. A call to technical services on (B)(6) 2014 stated that this lead was used as part of the temporary pacing system. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).